Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. The customer also reported having unexplained high blood glucose. The customer stated the alarm was resolved by an infusion set change. Customer also reported the alarm did not occur during a manual prime. Customer's blood glucose was 176 mg/dl. The customer stated they were unable to troubleshoot at the time of the call. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip.